Event description:
The customer reported that following a diagnostic catheterization procedure in 2000, a vasoseal es was deployed. While attempting to advance the dilator, the locator pulled back resulting in the white marker being visible well above the end of the dilator. At this time another attempt was made to locate the arteriotomy however when it was pulled back, the locator came all the way out of the pt. Upon inspection, it was noted that the j segment was missing. A fluorscopy revealed the j segment in the tissue tract. The j segment was removed and the pt was discharged. No further complications were reported.